Manufacturer narrative:
Follow-up #1: date of submission 13-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 02-mar-2018 with the following findings: during investigation, moisture was observed in the battery compartment. The battery compartment was cracked below the grip pad to the case seal. A leak test failed due to a battery compartment leak. The pump was opened to find no moisture observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.